Event description:
Customer reported an issue with low blood glucose levels, as indicated by the display showing "low". To address the low blood glucose, the customer consumed carbohydrates and did not require assistance from a third party. Technical support assisted in updating the correction factor and carbohydrate ratio settings, advising the customer to consult with their healthcare provider whenever settings are adjusted. The customer acknowledged and understood the advice provided.